Manufacturer narrative:
Reported event: an event regarding subluxation involving a jts, proximal femoral replacement, femoral head was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for jts proximal femoral replacement, which was inserted on (B)(6)2018. The surgeon reported max extension of the implant and subluxation of the femoral head. The CT image provided shows that the implant has been extended about 36mm, which nearly reaches its maximum capacity of 40mm. The femoral head is moved superiorly and laterally, indicating subluxation of the hip joint. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant prescription form was received for the patient's right jts proximal femur. Noted on the form: "max length of implant and subluxed femoral head. Distal component to remain in situ. New grower please. Thr rt top end."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A patient specific implant prescription form was received for the patient's right jts proximal femur. Noted on the form: "max length of implant and subluxed femoral head. Distal component to remain in situ. New grower please. Thr rt top end."